Event description:
It was reported that occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin only, and customer support explained that trusteel infusion sets should be changed every 24¿48 hours; caller understood this guidance, reported no frequent or recurring occlusion issues, and case was closed with no additional assistance needed.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.